Event description:
Baxter call ctr in japan reported a leak during automated peritoneal dialysis believed to be in homechoice set. Pt was asked to re-start therapy with new set up. Affiliate reports no pt injury or medical intervetion.